Event description:
Suture spitting, post op. Customer reports pt experienced suture spitting nine (9) weeks following orthopedic surgery. Pt required re-operation to remove suture, antibiotic therapy, manipulation and wound cleanup.